Manufacturer narrative:
(B)(4). Batch # p9439r. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the titanium tip broke and the scalpel had an abnormal sound. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # p9439r. This analysis is based on an image send by the account and is not of the instrument. An image was provided by the customer is that of the distal part of the instrument; clamp arm and tissue pad interface where the blade is broken off. Blade damage is commonly caused by external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. When blade damage occurs it is possible for the blade to make noise prior to detaching from the instrument. This evaluation is based on the image and it is limited. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.